Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon at the hospital, to stryker sales rep, that the plate broke into the feet of the patient.

Manufacturer narrative:
The reported event that plate anchorage mtp / cross plate - left was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by overload due to fatigue. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Moreover, provided x-rays clearly show that no bone fusion occurred. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is acchieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon at the hospital, to stryker sales rep, that the plate broke into the feet of the patient.